Manufacturer narrative:
Device evaluation begun, but not yet completed. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2007, two thinwalled fep ringed gore-tex vascular graft with removable rings (lined) were implanted in a 66 year old male patient in the axillobifemoral position. On eleven days later, the patient presented and a reintervention was performed because of low blood flow in the bifemoral portion of the physician constructed axillobifemoral graft. (Reference medwatch 2017233-2007-00279). Based on the information obtained to date, the bifemoral leg of the axillobifemoral graft was extended with a jump graft in an end to end anastomosis to increase its length. Additionally, after bloodflow was restored a hole in the prosthesis, apparently at the end to end anastomosis, was noticed. The patient tolerated the procedure satisfactorily.